Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2014 and performed to specification up to the ()b)(6) 2018. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2018 and the (B)(6) 2018. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. A ¿warning memory full¿ message was given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found that the device had membrane failure. In this case, the random nature of the events stored in the memory, the 10 minute time outs and the measurements taken during the course of the investigation would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Commercial return. No reported fault. Fsca devices. No patient involved.